Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for 0202583149 was reviewed and the product was produced according to product specifications. All information reasonably known as of 29-nov-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that during an endoscopic percutaneous gastrostomy tube placement on an (B)(6) patient with hemiplegic aphasia and swallowing disorder, an injury occurred to the lower third of the patient's esophagus and a pneumomediastinum was detected. The esophagus injury was alleged to be due to intrusion by the collar of the catheter gastrostomy. The patient was transferred to (B)(6) for a surgical repair of the injury. The patient reportedly died from postoperative complications. Date of death is unknown. Additional information has been requested but not yet received.